Manufacturer narrative:
(B)(4).

Event description:
It was reported thrombus on the delivery system occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was advanced and positioned in the laa, but the physician did not think the position was good. They removed the delivery system from the patient and there was no thrombus noticed on the delivery system. They continued the procedure and advanced a pigtail catheter through the access system into the laa. They were going to use the same delivery system again and when they attempted to flush it, there was great pressure. They realized that they did not flush it when it was removed from the patient and it sat for about 25 minutes. Blood had coagulated on the delivery system and the polyethylene terephthalate (pet) fabric of the closure device. They did not use that delivery system. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was inside the wds and connected to the core wire as received. Blood was on the device as received. The hub, shaft, tip, core wire, and implant were examined. There were numerous kinks along the shaft of the device. The tip and inner shaft were damaged with damage consistent from anchor damage during recapture of the implant. The implant was deployed during analysis and found to be consistent with the reported information. The anchors were damaged. The wds was flushed before and after deploying the implant during analysis and no difficulties were noticed during flushing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported thrombus on the delivery system occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was advanced and positioned in the laa, but the physician did not think the position was good. They removed the delivery system from the patient and there was no thrombus noticed on the delivery system. They continued the procedure and advanced a pigtail catheter through the access system into the laa. They were going to use the same delivery system again and when they attempted to flush it, there was great pressure. They realized that they did not flush it when it was removed from the patient and it sat for about 25 minutes. Blood had coagulated on the delivery system and the polyethylene terephthalate (pet) fabric of the closure device. They did not use that delivery system. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable.